Event description:
One baby with a thick umbilical cord was clamped but the clamp did not impede the blood flow. There was some bleeding but the facility was able to catch it in time. Testing was not required.